Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb blackout. Based on the result, we concluded that it was caused due to the physical damage applied on the ccd module with drive pcb. In addition, we the technician confirmed that the insertion flexible tube fluid damage, the light guide cable fluid damage, the insertion flexible tube buckled, the control body corroded, the ccd drive pcb corroded, the electrical pin connector corroded, the lg connector corroded, the insertion flexible tube crushed, the operation channel (primary) leak, the operation channel (primary) cut, the suction channel dirty, the distal body worn out, and the operation channel (primary) resistance; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).